Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 10 months from implant placement date. Oral hygiene around the implant site was moderate. During the surgery, bone resorption was observed. Patient has since recovered.